Manufacturer narrative:
The customer's report of "defib fault 72" and "defib fault 76" were observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. The pace/defib board was replaced to resolve the report. The report of charge button does not work was observed during review of the device activity logs. The display report was not replicated or confirmed. The color lcd cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to charge, displayed "defib fault 72" and "defib fault 76" error messages and the screen turned completely green and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.